Event description:
Related manufacturer reference number: 1627487-2024-07814. It was reported that the patient was experiencing ineffective therapy, upon further investigation system diagnostics recorded high impedances. Reprogramming attempts were unsuccessful. The patient was experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.